Event description:
It was reported by service report that the fowler motor failed. CPR manual release was not functional and the fowler could not be lowered to its lowest height. No pt involvement or adverse consequences reported.